Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty connecting the cartridge during a supply change. The user attempted several connectors from the same lot but was unable to lock them into place. No blood glucose information was provided, and no further clinical details were available.